Event description:
Device 1 of 3: reference MFR report #: 1627487-2011-05539, 05540. The patient received his ipg on (B)(6) 2010. The patient received his percutaneous lead and lead anchor on (B)(6) 2011. It was reported the patient felt pain at the lead incision and lead anchor site. The doctor suspected the patient developed a large amount of scar tissue around the lead anchor. Previously, the patient's lead anchor was repositioned to resolve the issue, but was unsuccessful. As a result, the lead, lead anchor, and ipg were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.